Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a poor-quality image. The reported malfunction occurred during an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. No other devices connected to the subject device when the failure occurred. It was unknown if any error messages were observed as a result of the failure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to e1 (facility name). E1 (facility name): (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed: lines were showing on image due to faulty charge coupled device. In addition, new damages/defects were observed: puncture on cable and failed leak test. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a poor-quality image. The reported malfunction occurred during an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. No other devices connected to the subject device when the failure occurred. It was unknown if any error messages were observed as a result of the failure. There were no reports of patient injury or medical intervention associated with this event.